Event description:
It was reported that during follow-up, the device could not be interrogated. The patient recently had a cat and pet scan. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.